Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, the wrong voltage converter card was in use and the lamp life indicator/consumption was at 400 hours. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power could not be turned on because the wrong voltage card was used. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was not turning on. It is unknown when the problem was identified, though it was confirmed not to have happened during a procedure. There was no harm or user injury reported due to the event.